Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad buttons were intermittently unresponsive. The reporter stated the keypad buttons responded but very slowly. The reporter stated there was no damage or trauma to the pump and no moisture ingress reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the keypad was completely intact with no evidence of lifting or peeling observed. The up, down, ok and contrast keypad buttons were intermittently unresponsive to testing. Unrelated to the initial complaint, the display screen was observed to have a pinkish contrast. The pink display was replaced with a test display and found to be fully illuminated with no visible signs of discoloration. The keypad cover was removed and contamination was observed under the up, down, and contrast button contacts.